Event description:
It was reported the cartridge began leaking from the septum while the customer was attempting to go through the load process. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.